Event description:
It was reported in per form that this right atrial (ra) lead was repositioned due to dislodgement, which was detected at the next morning discharge check. The lead exhibited a change in impedance and loss of capture (loc). It was confirmed by x-ray. No additional adverse patient effects were reported.